Event description:
Caller reported a time settings issue after the pump reset. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised monitoring the device for any recurring time discrepancies greater than five minutes. The caller understood and acknowledged the guidance.